Manufacturer narrative:
.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient fell and broke her hip and was implanted on (B)(6) 2013. Patient went downhill and passed away on (B)(6) 2013. It was stated that the patient had blood poisoning.